Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that on (B)(6) 2019 all of a sudden, the stimulation went out and she had pain and almost collapsed. The patient then met with a manufacturer representative at their health care provider¿s office. The manufacturer representative provided the patient with two new programs, and the pain seems worse since the appointment with the manufacturer representative. The patient was redirected to her health care provider to address the increase in pain. There were no further complications reported.